Event description:
On (B)(6) 2013, the patient contacted animas stating that the insulin on board (iob) was set to 4 hours and she was still seeing iob after the 4 hour duration. The patient reportedly noticed that the issue for several weeks. The patient stated, the most recent occurrence was on the morning of (B)(6) 2013 when she noticed 0.4 units of iob still remaining approximately 4 hours and 50 minutes later after her last bolus. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged issue with the iob remaining noted in the pump history.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the reporter¿s claim that the insulin-on-board feature produced inaccurate data was not confirmed or duplicated. The black box review showed no activity outside of normal use. The history confirmed bolus deliveries on (B)(6) 2013 at 12:45am, 6:00am, 7:51am, 12:39pm, 1:14pm, and at 7:59pm. The iob duration was set to 4 hours, and no incidents of power loss or suspended delivery that would affect the iob amount remaining were detected. The device was exercised for 24 hours with no alarms observed during testing. Periodic boluses were executed using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿combo¿ bolus features and the history recorded the bolus information accurately. The iob was set for 4 hours, a 10-unit normal bolus was performed successfully, the pump correctly displayed 10 units iob in the status screen n2, and 0 units iob were observed after exactly 4 hours. The pump was opened and there was no damage or moisture ingress found inside the unit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.